Event description:
It was reported the epg (external pulse generator) was dropped, and the case was cracked/broken by the ventricular side connector. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the lower case and ventricular output connector were broken. It was also noted that the upper case, side bail covers and battery drawer were broken, the battery release was contaminated, the battery contacts were compressed and the keyboard was scratched. (B)(4).